Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating both pumps were exhibiting no disposable, clamp tubing, when the smiths medical, cadd medication cassette was attached. It was reported the pump reservoir volume was 54. No adverse patient effects were reported. No additional information is available at this time.